Event description:
The customer reported an issue with their meter, which suggests the memory overwrite malfunction has occurred. Customer reported feeling nauseated associated with a headache and shakiness. Customer stated taking ibuprofen to ameliorate the symptoms. There was no third party medical intervention, death or serious injury associated with this event.

Manufacturer narrative:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. The product has been requested for investigation. A follow up report will be submitted if the meter is returned. Customers and retailers have been informed.